Event description:
The facility reported a pump which overdelivered by 4 cc. This problem was identified during bio-med testing. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a pump that overdelivered by 4 cc was not confirmed during product evaluation. Therefore, no further action was taken concerning this event. The pump was tested and returned within specification.